Event description:
On (B)(6) 2015 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® iliac branch endoprosthesis to treat an iliac artery aneurysm. The procedure went well. On (B)(6) 2015 the patient was admitted to the hospital with lower body complaints. The hospital did a computer tomography scan and it was noticed that the gore® excluder® aaa endoprosthesis was twisted and collapsed proximal. The physician inserted a stiff wire to bring the device in the right position and extended the device with a medtronic extender proximal. The patient was doing well following the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.